Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the cause of the motor stalls was unknown. No actions were taken as the motor stalls resolved on there own. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported the patient had a motor stall on (B)(6) 2019. It was noted the hcp observed these two stalls in the session logs. It was noted the patient did not have an MRI on either date. The events did not result in a lapse of therapy perceived by the patient. The patient is currently receiving efficacious therapy.